Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019 it was reported that the patient had a MRI prior to her pump replacement surgery to check on the placement of her internal components. The MRI went well, but it showed that there were breaks in the catheter causing the medication in the patient¿s pump not being delivered properly. The patient had to have the entire system replaced instead of just the pump. No patient symptoms and no further complications were reported or anticipated.